Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a3059 mayfield composite series skull clamp was not holding. Additional information was received on (B)(6) 2019 and (B)(6) 2019 indicating that device was used for a posterior cervical fusion procedure on (B)(6) 2019. The product problem was discovered before the procedure was to start. There was patient contact. There was no delay in surgery and no patient injury. However, they had to re-pin the patient so that they could start the procedure. The clamp was removed and replaced with another one.

Manufacturer narrative:
Unit received with the mayfield 2 lock has up and down movement and the teeth are grinding when rotated. Repair cannot duplicate item not holding; general maintenance and cleaning required. The device history record (DHR) for the mayfield composite series skull clamp device identified in this complaint was reviewed. The were no deviations, non-conformances, or rework identified as it relates to this complaint event. The reported complaint was not confirmed. Root cause of event is unknown. Outside the event, unit was received with movement in lock. Root cause is wear and tear due to extended use between preventative maintenance.

Event description:
N/a.